Manufacturer narrative:
(B)(4). Batch # n91p05. The device was received the upper jaw damaged at the proximal side. In addition, the device was received with the upper jaw attached to the device and not detached as reported by costumer. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy the top jaw broke during use. No part of the jaw fell into the patient. A second like instrument was used to complete the procedure. There were no patient consequences reported.